Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: stapling has failed with "click" sound. The staple fired about 2cm, then stopped firing. The stapler still cut the tissue. The original incomplete staple line was resected and a new staple line was created. The same handle (universal ultra) was used to finish the procedure. The handle was discarded after the surgery. Patient age, weight, gender unknown. Unknown if reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).